Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(4) - inform ii system 1 (B)(4) - inform ii system 2.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 503 mg/dl on inform ii meter (system 1) and 188 mg/dl and 193 mg/dl on inform ii meter (system 2) using the same lot number of test strips; unable to determine which vial of strips produced which result. No death or serious injury reported. Requested return of suspect device for evaluation.